Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that faulty cubies. A field service engineer, removed broken cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system cubie is not recognized. The customer reported that the problem resulted in a delay in the patient's access to medication, necessitating the breaking of lids to retrieve the medications. There were no adverse events or injuries reported based on this incident.